Manufacturer narrative:
Date of event: exact date unknown, event occurred about 10 days ago, from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.